Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the connecting tube could not be connected to the channel connector in the reprocessing basin. The issue was found during reprocessing. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Correction: d9. New information added to the following fields: e2, e3, d8, g2, h3 and h6. The device was returned to olympus for inspection, and the reportable malfunction was confirmed. Based on the results of the investigation, it is like that an external force was applied to the cleaning tube, damaging the lock lever and making it impossible to connect. A possible cause of the external force being applied to the cleaning tube is applying force in the wrong direction. However, a definitive root cause could not be determined. The event can be prevented by following the instructions for use which state: 9 preparation and inspection. 1 visually inspect the connecting tube to ensure that there are no cracks, breaks, rips, scratches, attached debris, or other irregularities. 3 move the lock levers of the reprocessor side connector to make sure that they function properly and are not broken. Olympus will continue to monitor field performance for this device.